Manufacturer narrative:
The acist contrast injection system was taken out of service in 2008 and returned to acist for testing the following month. The system is currently undergoing testing. The disposable kits used during the procedure were discarded by the hospital; therefore, no analysis can be performed on these items. The acist global training specialist and acist clinical applications specialist visited the account and discussed the event with the physician. The physician's opinion is that the acist contrast injection system was not the cause of the dissection and the same incident could have happened with a hand-injection. They reviewed the cine, and the physician informed them that it appeared the catheter was "tenting up" the vessel prior to injection. He continued by saying that is a concern, but generally not a problem. Although this event is not considered device-related, upon completion of the investigation, a follow-up report will be submitted to FDA.

Event description:
User facility reported: after completion of a percutaneous coronary intervention (pci) procedure of the mid-left anterior descending artery, acute dissection of the left main artery extending into the ascending aorta occurred while final angiographic images were being obtained using the acist cms2000 angiographic injection system. Hemodynamic compromise developed immediately, apparently due to left main artery obstruction. The left artery was wired quickly and the left main dissection was repaired with the placement of a stent. Hemodynamics improved briefly, but decayed again. An ascending aortogram was performed, which demonstrated extensive dissection of the ascending aorta and a large pericardial effusion. The patient was taken immediately to the operating room for surgical exploration and repair. Surgery was reported as successful and the patient was recovering.